Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that the insulin pump's act and escape buttons were no longer responding. Customer reported that she had recently jumped into a lake while wearing the insulin pump. Blood glucose level was 256 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on electronic and motor assembly.